Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419478, implanted: (B)(6) 2009; product ID: 694765, implanted: (B)(6) 2004; product ID: 4568-53, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported by a legal representative that a patient with an implantable cardioverter defibrillator (ICD) was deceased and died approximately two months post implant of the ICD. The cause of death was reported as ventricular tachycardia, ischemic cardiomyopathy, cardiogenic shock and septic shock. No further information is available.